Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed due to corrosion on the battery board. Upon further investigation, the power supply brick had no power output voltage and was defective. The charger was unable to power on. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.